Manufacturer narrative:
Conclusion: the common probable cause for stenosis is due to pannus overgrowth. This finding is generally considered a patient-related condition. Without the return of the valve for analysis, a root cause of the stenosis cannot be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.